Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. It was also reported that the right ventricular (rv) lead had fractured and was exhibiting noise. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.